Event description:
It was reported to philips that system's geometry module failed, preventing rotational movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed as planned without any delay. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform rotational movements. Upon troubleshooting fse found that the stand propeller and longitudinal buttons could not work intermittently, and geometry module was defective. To resolve this issue, fse replaced the geo module. The defective geo module was returned to philips for analysis and found that there was keypad failure. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.